Event description:
The patient called and said pt had taken too much insulin based upon a blood glucose result pt obtained on the suspect device. Their result was 258mg/dl after taking the insulin pt began to feel dizzy, tired and thirsty. Pt went to the hospital and their blood glucose was 35mg/dl upon arrival. Pt was given IV's and orange juice. Glucose controls were not used on the system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.